Manufacturer narrative:
Batch review performed on 26 february 2020: lot 1904357: (B)(4) items manufactured and released on 17-jun-2019. Expiration date: 2024-06-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 1904649. Batch review performed on 26 february 2020: lot 1904649: (B)(4) items manufactured and released on 18-sep-2018. Expiration date: 2024-09-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 month after primary surgery, for a post-op appointment and it was observed that the incision from the surgical wound was leaking, swollen, and red. The surgeon performed an I&d and revised the head and liner. The surgery was completed successfully.